Event description:
Boston scientific received information that during the implant procedure, following successful induction testing but before the impedance measurement was displayed, a yellow screen appeared on the programmer indicating telemetry or communication loss. Wand placement was checked and determined appropriate, but the field representative was still unable to establish telemetry. Interrogation was re-initiated, at which time, a red screen appeared stating the device required immediate attention. A download of the device memory data was performed. It was determined that an alert was recorded indicating the device had reset unexpectedly during charging or shock delivery causing a loss in telemetry. Boston scientific engineering was contacted for troubleshooting and recommended not implanting the device and to check connection to ensure there was proper electrode to header insertion. Fluoroscopy confirmed the electrode was properly inserted. Engineering discussed that the issue could be related to the device circuitry, and unlikely related to the electrode as proper insertion was verified. It was confirmed with further device data analysis that the reset activity was very close to the time of shock during induction testing. As the timing was so close, the shock data did not get uploaded to the programmer, so there was no further information about the impedance from the shock delivered. The device was replaced with a new device with proper electrode insertion and successful induction testing. The only issue noted was the sterile field was compromised which required them to re-drape before implanting the replacement device. There was no report of any impact to the patient as a result, or at any time during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory log confirmed a rest had occurred. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately. According to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. There were no resets or warning screens noted. Laboratory technicians were unable to duplicate the reset and alert that occurred at implant as reported by the field.